Manufacturer narrative:
Patient code (B)(4) no longer applies.

Event description:
Additional information received from the manufacturing representative indicated that no troubleshooting was needed in relation to patients withdrawal. The cause of patient's withdrawal was not determined

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving lioresal at a concentration of "2000" and a dose of "761" via an implantable pump for intractable spasticity and cerebral palsy. It was reported that there had been an area over the patient's spinal incision that had "never quite healed" since implant. The patient developed an infection over the spinal incision and had a plastics closure on (B)(6) 2016. It was noted a culture showed (B)(6). During the procedure, it was noted that the catheter was encountered. The patient was then discharged home. On (B)(6) 2016, the patient presented to the hospital emergency room and admitted to the intensive care unit with severe baclofen withdrawal symptoms. The patient was treated with oral baclofen (20 mg every 4 hours) and ativan (1 mg every 6 hours when necessary). The patient then went to the operating room on (B)(6) 2016 to remove the pump and catheter. Upon interrogating the pump and pump reservoir withdrawal, it was noted that the pump reservoir had the correct volumes. Pump logs were interrogated and no motor stalls or other alarms were seen. The plan was to re-implant at another time. The event was noted to be resolved and the patient was "alive - no injury". The patient's medical history included spastic quadriplegia, nonverbal, and a gastrostomy tube.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.